Manufacturer narrative:
The insulin pump was received with a motor error alarms during rewind and motor position encoder error alarms confirmed in history file due to motor encoder signal out of phase. The insulin pump was received with a cracked battery tube threads and scratched on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.